Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported " inflammation (redness)" and redness, no fever and no pain. Healthcare professional later reported " ¿liquid stays between capsular and the shell¿. Later healthcare professional reported "pain". This is for the left side device. The device status is unknown.